Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0835, awareness date 26-aug-2015 ). It refers to a female consumer of unspecified age in united states who had essure(fallopian tube occlusion insert) inserted in 2010 for birth control. The consumer concurrent condition included nickel allergy. Consumer reported that she was scheduled for an ablation and doctor recommended plugging her tubes because if she got pregnant could be fatal for her or for the fetus. A few months after essure placement she began to suffer from rashes, pelvic and joint pain, tingling all over, dizziness and weight gain. She went to multiple doctors and prescription drugs to aleviate the symptoms but never cured her ailments. In 2015 she had a hysterectomy performed to remove essure. She was doing much better since essure removal, but was upset to also lose her cervix, uterus and tubes. Ptc investigation result was received on 16-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusions insert) inserted in 2010 and devices had to be removed in 2015 due to pelvic pain (serious and listed event). Pelvic pain may occur during device therapy. Since an intervention was required, causality cannot be excluded and this case is regarded as incident. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.